Event description:
It was reported that an alert was triggered due to an error code related to a battery capacity depleted issue. The device was planned to been replaced. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to correct the initial reporter fields.

Event description:
It was reported that an alert was triggered due to an error code related to a battery capacity depleted issue. The device was planned to been replaced. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that an alert was triggered due to an error code related to a battery capacity depleted issue. The device was planned to been replaced. No adverse patient effects were reported. The device remains implanted.